Manufacturer narrative:
(B)(4). Method: the complaint infant warmer heads were not returned to fisher and paykel healthcare for evaluation. Our investigation is based on photographs of the damaged warmer heads and our knowledge of the product. Results: visual inspection of the provided photographs revealed multiple cracks on the upper head cases as well as crazing in this area. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer heads is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmers were manufactured in 2006 and are all over 11 years old. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The hospital was sent replacement upper head cases and the iw910 mobile infant warmer heads are currently being repaired by the hospital biomed. They will be put back into service after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that the head casings of five iw910 mobile infant warmers were cracked. There was no patient involvement.